Event description:
Healthcare professional additionally reported "hole in valve". Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on anterior leak test and microscopic analysis was performed which identified: delamination of valve, striated opening on anterior and white particles inner shell. Based on the device analysis the final assessment is: a delamination total of the valve (adhesive failure) and a striated opening on anterior assessed as surgical damage consistent in the use of some surgical tool.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.